Event description:
It was reported that the procedure was to treat a chronic lesion located in an very calcified, unspecified coronary artery in a diabetic patient. No resistance was felt during advancement of the 2.5x20 mm trek balloon catheter to the lesion; however, the balloon ruptured on the first inflation at 4 atmospheres. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.